Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 03.037.017-us. Lot: 5241p70. It was electronically reviewed and no non-conformances /manufacturing irregularities related to the malfunction were identified. The product was released on: 27 april 2023. Manufacturing site: jabil bettlach. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device shows normal visual use wear. Furthermore, one of the color marking was missing. Potential cause for this condition can be traced to maintenance and/or sterilization procedures, however, with available information the complete potential cause can not be determined. According to the document cleaning and sterilization instructions, the following precautions should be taken: all devices must be thoroughly cleaned and inspected prior to sterilization. Long, narrow lumens, blind holes, moving and intricate parts require particular attention during cleaning and inspection. During cleaning, only use cleaning agents that are labelled for use on medical devices and in accordance with the manufacturer¿s instructions (e.g. Temperature, contact time, and rinse time). Cleaning agents with a used dilution ph of within 7¿9.5 are recommended. Highly alkaline conditions (ph >11) can damage components/devices, such as aluminum materials. Do not use saline, environmental disinfection (including chlorine solutions) or surgical antiseptics (such as iodine- or chlorhexidine-containing products). Do not use a cleaning aid that can damage the surface of instruments such as steel wool, abrasive cleaners or wire brushes. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed with its returned mating devices: assembly worked as intended with 03.037.016 buttress/compression nut. On the other side, assembly showed resistance due to mating device 03.037.018 3.2mm wire guide sleeve was damaged. The overall complaint was confirmed as the observed condition of the blade/screw guide sleeve would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed.

Event description:
It was reported that during a procedure on (B)(6) 2025, the trocar is not fully connecting to jig; bending implant.